Event description:
Customer reported differences in their sensor glucose and blood glucose readings. The customer also reported a weak signal alert and low sensor value. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.